Manufacturer narrative:
On november 11th 2019 we have received the screw involved in the complaint. Visual inspection performed by r&d knee manager: 2 years after tka revision surgery the insert fixation screw is found broken, loosened in the joint and then arthroscopically removed. The part of the broken screw arthroscopically removed has been returned for visual inspection. The screw broke in its threaded shaft, at the level of the cantilevered portion of the screw when fixed in the baseplate. Cause for screw breakage remains unknown. We can only suppose that patient conditions such as deficient bone quality, heavy weight and, progressive instability from tka and/or traumatic events could have led unpredictable loads acting on the joint and early failure of the implant.

Manufacturer narrative:
This insert size is not marked in us but, due to the fact that higher size with the same screw are marked in us, the event is FDA reportable. Batch review performed on 23 october 2019: lot 173984: (B)(4) items manufactured and released on 5-sep-2017. Expiration date: 2022-08-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 2 years after a difficult case of tka revision surgery in an obese patient the insert fixation screw is found broken and arthroscopically removed. This patient carries some of the conditions that may lead to early failure of the implant, such as deficient bone quality, difficult anatomy and heavy weight. The causes that led to the fracture cannot be determined with the information at hand. Preliminary investigation performed by r&d project manager: 2 years after difficult total knee arthroplasty, the insert fixation screw is found broken and loosened in the joint and it has been arthroscopically removed. The heavy weight of the patient could have played a role in the event. It is not possible to determinate the root cause of fracture with the information at hand.

Event description:
The surgeon removed arthroscopically the screw, more than 2 years after primary surgery, and he found that it was broken. Liner was not removed. No other screw has been inserted in the insert.